Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter monitor exhibited high noise reversion episodes. Further review noted that due to oversensing, the device failed to detect atrial fibrillation episodes. Programming changes were made. Patient was stable.